Event description:
It was reported that in situ measurements showed 11 electrode channels with status hi. An accident or trauma is not known. The patient will be re-implanted but this has not been scheduled yet.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.